Event description:
Cook medical reported for the customer, "during a lead right ventricle) extraction the physician utilized the lr-pfta-11.0, after also utilizing the shorty wire, while still above the svc, pressure dropped. A CT surgeon was then called in. The surgeon then cracked open the pt's chest, and noted a slight tear of the heart. Pressure was applied and the pt was then stabilized. After stabilization the physician again utilized the lr-pfta-11.0, and the lead was successfully extracted. Pt is in stable condition and to the reporter's knowledge, no adverse effects have been reported."

Manufacturer narrative:
(B)(4). Product has not been returned for eval.